Event description:
It was reported that the valve was explanted after an implant duration of approximately 9 years. It was identified, through review of source documentation provided, that the patient presented with a failing bioprosthetic aortic valve requiring redo-aortic valve replacement. The explanted device was replaced with another edwards bioprosthetic valve. There were no adverse patent effects as a result of the replacement. The bioprosthetic valve will not be returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: there are several potential causes for bioprosthetic valve explants, including patient related factors and structural valve deterioration (svd). Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. The subject device was not returned for evaluation. In this case, there is insufficient information to conclusively determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.